Event description:
Related manufacturing reference number: 2017865-2022-45863. It was reported that the patient presented in hospital after feeling dizziness and palpitations. Upon interrogation, it was noted that there was loss of capture on the pacemaker and right ventricular lead. It was noted that the right ventricular lead was worn. The right ventricular lead was explanted and replaced. After the lead was replaced, the loss of capture was still seen. The pacemaker was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found the device was returned at ddd mode above elective replacement indicator level. The results of all electrical test performed, including mechanical stress testing, battery assessment and capture test on both rv and a channels indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.